Event description:
It was reported that the customer passed away at home due to coronary artery disease and diabetes. It was stated that the customer was wearing the insulin pump at time of death. The last blood glucose reading recorded in the blood glucose meter or the insulin pump was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.